Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement products were sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 8:06 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 366 mg/dl. At 8:07 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 148 mg/dl. At 8:10 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 252 mg/dl. Controls were within range within 24 hours of the sample measurements.

Manufacturer narrative:
The device code has been updated.